Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0lyhw, implanted: (B)(6) 2015, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapeutic effect and return of symptom. The patient had been having diarrhea, which started at 11:00pm and went until 5:00pm the next day. The patient indicated that it was pouring out of her, all over the floor, all over her and all over the bedding. The patient was assuming it was food poisoning, but was not sure if it could be the device not working for her. The patient had called health care provider (hcp) and hcp told patient to contact patient technical services for assistance. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.